Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced multiple, intermittent elevated blood glucose (bg) levels ranging between 400-550 mg/dl and small to large ketone levels. Supply changes would be performed, correction boluses would be delivered and manual injections would be administered to address the bg and ketone levels. Recommendation was made to consult with their health care provider to discuss diabetes management.